Event description:
A leak from reagent probe a occurred while using a unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The operator wore a lab coat and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and assigned the cause of the leaking to the reagent probe a collar wash valve; the problem was corrected by replacing the valve. Identification of failure mode: the failure mode was determined to be the collar wash valve. No erroneous results were generated with this event. A leaking probe, cause by the collar wash valve, can impact any or all chemistries, including critical chemistries, upon recur. (B)(4).